Event description:
The customer reported that while reprocessing his olympus gastrointestinal videoscope the angulation control was loose. There was no patient involvement during this event. During the device evaluation, it was discovered that this unit had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in the event, the subject device was found to have undergone insufficient reprocessing as foreign material was discovered in the nozzle. Additionally, the user¿s report was confirmed, there was notable play in the angulation knob due to a worn angle wire. The cover, universal cord, and connection tube were all scratched. The insulation on the cover was compromised due to this damage. The distal end was dirty, and the adhesive was missing. The connecting tube also had wrinkles present. The cylinder was shaved. The bending tube was deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. There was no deformation or damage to the nozzle. It is unclear if there was any deviation in reprocessing. Olympus will continue to monitor field performance for this device.